Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of cloudy image was not confirmed. In addition to evaluation in b5, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. Scratches were on the insertion tube. The insertion tube was discolored. Wrinkles were in the insertion tube. The curved rubber adhesive part was missing. The curved rubber bond was cracked. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. The tip cover was discolored. Scratches were found on the tip cover. Scratches were found on the operation part. The operation part was discolored. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. There were scratches on the right left angle fixing knob. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope screen was cloudy. There was no delay in procedure, and it was completed with a replacement device. There was no user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object inside the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. There was no time lag between the end of procedure and the start of pre-wash. Water and air were supplied to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material had not been removed from the nozzle, resulting in the clog. The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.